Event description:
It was reported that the patient wanted their pump out because it was causing them ¿a lot of trouble.¿ the pump site was painful to the touch. The reason for the patient¿s multiple back surgeries was spinal stenosis. The patient suspected that their pump was ¿out of position.¿ a magnetic resonance image (MRI) was taken to confirm pump position. The pump stalled due to the MRI, but recovered normally. The result of the MRI is unknown. The patient was taking oral medication to manage their pain. The patient was ¿stressed out.¿ the patient was trying to lose weight and their pump was ¿sticking out.¿ it was also reported that following their most recent refill the patient experienced headaches. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump previously helped the patient's pain, but she has had pain for about 1 year, since moving from (B)(6). It was also reported that the patient had a loss of therapeutic effect for about 1 month and it was getting worse. The patient was limping and had continuous unbearable pain in her right leg on the same side as the pump, all the way down to her toes. The patient had back surgery in 2006, 2007 and (B)(6) 2012. The patient had 12 screws in her back. The patient had an infection near the wound from the last back surgery, but it had since cleared up. It was also noted that following the recent unrelated back surgery, the patient did not receive pain medication because the physician believed the pump would cover the new surgical pain. During a refill on (B)(6) 2012, the physician pinched the patient three times before finding the port and the patient saw blood and something yellow that looked like puss when the physician withdrew the medication. It was noted that the physician told the patient it was a benign granuloma, but no testing was performed on the substance and no x-rays of the pump were taken. It was also noted that when the patient was in pain, her blood pressure would get high and she needed medication to manage this. The patient's next refill was due (B)(6) 2012. The patient wanted the pump explanted. The device system was used to deliver lidocaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. Patient inquired if there was a smaller pump model available and if she had the larger one. Company representative reviewed volume specifications and reservoir volume. Informed patient that currently only two reservoir sizes available, 40ml and 20 ml and explained that the smaller one is the size implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted:; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).